Manufacturer narrative:
A device history record review could not be performed because a lot number was not available. The product number is unknown. However, the description mentions the patient was using an omni enteral feeding pump; therefore, a walk through was performed for that production area. The investigation found that all processes and controls were properly followed. There were no physical samples received for investigation. Based on the available information, it was not possible to determine the root cause of the reported condition. ¿we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported, air in the tubing.